Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 175, 159, 161, 162, 147 and 129 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer also stated meter was reading higher when compared to another device; actual meter to meter comparison results were not provided. Customer was using alcohol on finger prior to testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 06/28/2019 and open vial date is one week. Meter memory was reviewed for previous test result history (result of 99 mg/dl was not customer's result): result 1:175mg/dl (B)(6) 9:06am fasting, result 2:159mg/ld (B)(6) 9:30am fasting, result 3:161mg/dl (B)(6) 8:56am fasting, result 4:99mg/dl (B)(6) 9:48pm fasting not done on her father, result 5:162/mg/dl (B)(6) 9:28pm fasting, result 6:147mg/dl (B)(6) 10:03pm fasting, result 7:129mg/dl (B)(6) 9:04pm fasting. The time and date are not correct, daughter only takes the blood fasting in the morning.